Event description:
It was reported that noise was observed. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found external abrasion at 12.5cm - 12.6cm from connector pin, consistent with friction against the ICD can. Electrical continuity tests were normal for the returned pieces.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.